Manufacturer narrative:
(B)(4). The customer report of an unraveled guide wire was confirmed by visual inspection of the customer supplied photo. However, full complaint verification testing could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained, and further consultation requested." A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "swg was unraveled." The issue was identified during use on patient. Another set was needed to finish the procedure. There was no patient harm or consequence and the patient condition was reported as fine. Additional information has been requested from the account.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that: "swg was unraveled." The issue was identified during use on patient. Another set was needed to finish the procedure. There was no patient harm or consequence and the patient condition was reported as fine. Additional information has been requested from the account.